Manufacturer narrative:
H.6. Investigation: bd has not been provided with photos or samples for catalog 301942 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. DHR could not be performed due to unknown lot#.

Event description:
It was reported that bd¿ 5ml syringe had foreign matter inside. This was discovered before use. The following information was provided by the initial reporter: there were 0.05 black particles in the 5ml syringe.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd¿ 5ml syringe had foreign matter inside. This was discovered before use. The following information was provided by the initial reporter: there were 0.05 black particles in the 5ml syringe.